Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right ventricular lead could not be fixed in the right ventricle. The lead was repositioned twice; however, the lead still could not be fixed. It was noted that the screw could not be extended. The lead was not used and replaced successfully. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.